Manufacturer narrative:
The device has not been returned for evaluation. If any new information is discovered a follow-up MDR will be filed.

Event description:
The unit was by the patient since (B)(6) 2015. The patient said he was in front of the tv with his concentrator running for 10 min when he saw a spark and a flame coming out of the device. The patient reports that it was very hot in his house (around 50°). He got up and tried to move the device but he was burned at the face (superficial burns). Fumes were released and flames came out the unit. He moved the unit down the hall and went out of his house. The patient declares that his house has burned partially. He was kept 24 hours in observation in the hospital because he was shocked. After talking again with the patient, he explains that as it was very hot, he splashed water on his face and connected his device because he felt bad. The device was not placed directly in the sun but behind the couch. When the unit started to burn, he managed to unplug the unit and push it into the hallway. The patient was not declared as a smoker but admitted to smoke outside.

Manufacturer narrative:
Unit was returned for evaluation. The damage sustained by the unit in the fire was too severe to find a root cause. Additionally, many of the unit's components were missing or were damaged beyond recognition, however additional steps are currently being taken to further investigate the incident to determine the root cause.

Manufacturer narrative:
The unit was evaluated by a third party consulting group. No report of any investigation or photographs of the fire scene were available. When the unit was examined, many of the components were missing. The following conclusions were determined: the examination of the device's remaining available components failed to reveal any evidence of arcing to confirm the appliance was, in fact, operating at the time the fire occurred as described. Significant information and detail regarding the scene is unavailable to interpret and confirm the origin of the fire with respect to the appliance, eliminate other possible sources of external ignition, or conclusively identify the cause of the fire. Accordingly, the classification of the fire's cause is undetermined.